Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin leaked past both o rings. Customer's blood glucose was 186mg/dl at the time of incident. Troubleshooting found that the pump passed the self test and there is moisture inside of the reservoir compartment. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis. No further details given.